Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had the button held for more than three mins, and were sitting on desk without a battery. The customer's blood glucose level was 340 mg/dl at the time of the incident. The customer stated that they would not do anything froze and they finally removed the battery to see if it was removed. All of a sudden it came up battery removed battery been removed for longer than 10mins. The insulin pump did not know what it was doing and was acting as if they were pressing button like the one button was stuck. The customer stated that they did not press a button down for 3 minutes or longer. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing.